Manufacturer narrative:
Follow up information was received on 04/27/2016 stating that the customer's bg level did not go below target range, as a result of the larger that needed bolus that was delivered. Bg level went to just below 100 mg/dl, which is within the customer's target range. The t:slim g4 user guide states: the insulin on board (iob) feature reflects how much insulin is remaining in your body from previous boluses. Iob is always displayed on the home screen and is used in bolus delivery calculations when applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a larger than needed bolus, as they did not understand the extended bolus feature and the insulin on board. The contact alleged that the customer's blood glucose (bg) level was impacted (253 mg/dl). As a larger than needed bolus was delivered, no action was taken to address elevated bg level and it was indicated that the customer's bg level would be monitored.